Event description:
Complainant alleged that during biomed testing, the device failed to discharge and was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The complainant was contacted for return of the device via email. The device has not been returned to zoll for evaluation.